Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault was not confirmed. The heartmate iii system controller (serial #: (B)(4)) and 11v backup battery were not returned for analysis, and no log files were submitted for review. Several requests were sent to customer, asking if the issue was resolved. Per the customer response, the alarm was resolved after the backup battery was exchanged; however, the controller (B)(4) will not be returned for evaluation as it is now a backup controller, and the clinic threw away the backup battery (ebb). As a result, the exact cause of the event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a back up battery fault. The patient's backup battery was exchanged. After the exchange, the alarms persisted. The source of the alarm could not be identified so the patient's controller was exchanged.